Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty establishing connection with the evoke closed loop stimulator (cls) resulting in prolonged charging duration. A revision procedure was performed, and the cls was replaced to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information and corrected data: section d - device available for evaluation; device returned to manufacturer; date returned to manufacturer, section g - date received by manufacturer; type of report, section h - evaluation codes. The cls was returned to saluda. The device logs were reviewed, and no anomalies were identified. The device was able to be fully charged with a stable connection and passed functional testing. The root cause of the difficulty in establishing a connection with the cls cannot be definitively determined; however, the patient¿s anatomy or orientation of the charger/device through the skin may have contributed to the reported event. The evoke scs system user manual states, ¿the charger will beep once per second when there is a poor link between the charger and the cls. Reposition the charger coil over the implant so that the ¿charging link¿ indicator shows at least 2 bars. To improve the quality of the link between the charger coil and the evoke cls, move the coil closer to the implant. Always recharge the charger at the end of each cls charging session to ensure you start the next charging session with a full charger.¿ the evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿cls sub-optimal placement, which may result in pain or difficulty in charging and the patient may require surgery (including revision, explant, and replacement) as a result."